Event description:
It was reported that during an initial procedure, a patient¿s surgical site was reopened to remove a fragment of a juggerstitch inserter needle that was noticed in an xray after initially closing the surgical site. The overall procedure was delayed by 16-30 minutes. It was also noted that the surgeon was freely bending the inserter prior to insertion. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: possible lot #'s: 66196221, 66110997, 930050, 101550. D4: expiration dates: 66196221- sep 18, 2028, 66110997- jun 12, 2028, 930050- sep 24, 2025, 101550- dec 02, 2026. D4: udis: (B)(4). H4: manufacturing dates: 66196221- sep 18, 2023, 66110997- jun 12, 2023, 930050- sep 24, 2020, 101550- dec 02, 2021. Visual examination of the returned product identified one juggerstitch curved implant was returned. Upon visual inspection the device has been cycled twice. The needle tip of the device has separated/fractured from the handle and was not returned. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to use error as the surgeon bent the needle of the juggerstitch device before use. Per instructions for use, ¿instruments, which have experienced extensive use or excessive force, are susceptible to fracture.¿ additionally, the juggerstitch meniscal repair device surgical technique states ¿user-initiated bending of the device needle may result in implant non-deployment.¿ the reported bending leading to fracture event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.